Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) verified the micron assembly bulb was broke. He replaced the entire micron filter assembly. The unit operated to the manufacturer's specifications. The suspect device was returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the pressure relief nozzle on the micron filter was broken causing the air supply to be leaking. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.